Manufacturer narrative:
Investigation: bd was able to verify the sample was without a vent plug. The root cause may have happened by the vent plug accidentally falling during the manual filing of the packaging machine multivac r530-2. DHR review: the claimed lot 8033996 that was manufactured in (B)(6) 2018 at multivac r530-2 and it was verified the tests of ¿absence of component¿ and there were no records that could lead to this claim during inspections. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿absence of component¿ that could lead to this complaint.

Event description:
It was reported the flow control plug was detached on bd angiocath¿ IV catheter, discovered before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the flow control plug was detached on bd angiocath¿ IV catheter, discovered before use.